Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an spaceoar device was implanted during a placement procedure under general anesthesia and the rectal probe inserted performed on (B)(6) 2023. The hydrogel seemed to be correctly inserted, the probe was then removed and there were blobs of clotted blood that came out of the patient's rectum which then stopped before the patient went home. A digital rectal examination was performed, and the physician felt the hydrogel in the prostate, and nothing was abnormal. In the physician assessment, the probe might cause internal bleeding when the patient moved. Approximately one or two weeks after the spaceoar insertion, the patient experienced discomfort, diarrhea, and then bleeding again. The patient went to a gastro, where he was scoped, and they found gel in the rectum, it was found a 1cm of extrusion of the hydrogel above the anal area from the anterior rectal wall into the lumen. The patient was not infected but had some mucus in his stool and pressure in the rectal area. The patient radiation therapy was delayed.